Event description:
Seven devices were consumed during surgery. Dr could not get 61mm insert to snap into 611 shell, so he had another 61 mm insert pulled and tried it. Could not get it to seal either (felt it was too loose). Tried a 63mm insert. It was too big. Replaced 61 mm shell with a 65mm shell and insert. By this time joint was too loose and the shell has sunk into the acetabulum. Replaced sulzer shell and insert with depuy product. All of this look approx. 2 hours. According to sales rep the original 61mm shell and insert were assembled in vitro without any problem due to fit.